Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device sample indicates swg/catheter resistance: kinked.

Event description:
The customer reports during insertion, the stylet does not advance after the luer. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter and a spring wire guide (swg) for evaluation. Visual examination of the swg revealed two bends in the body. Microscopic examination confirmed the bends, and both welds were full intact, and spherical. Visual examination of the catheter did not reveal any damage or defects. The swg bends were located approximately 227 and 243mm from the proximal end of the swg. The length and outer diameter of the swg were measured and found to be within specification. The catheter body length measured 217mm, which is within specification. The proximal end of a lab inventory guidewire (the returned swg contains bends) was advanced through the distal end of the returned catheter to functionally test the components. The guide wire was able to advance through the catheter body but could not advance through the catheter juncture hub. When the guide wire was advanced from the distal extension line it was able to fully pass through the catheter and out of the catheter distal tip. All three extension lines were flushed with water and functioned as expected. Other remarks: a device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The customer report of difficulty advancing the guide wire through the catheter was confirmed through functional testing of the returned components. A lab inventory guide wire was unable to pass through the catheter juncture hub when advanced from the catheter distal tip. Based on the functional testing, the probable root cause is likely related to the manufacturing/molding of the catheter juncture hub. A non-conformance request has been initiated to further investigate this complaint issue.

Event description:
The customer reports during insertion, the stylet does not advance after the luer. The device was replaced.